Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint provided by end-user at time complaint was filed: date: (B)(6) 2008, inratio: 3.4, lab: 9.0, mean: 6.2, confident limits: confident limit cannot be determined. Date: (B)(6) 2008, 3.9, 5.51, 4.71, 2.6-6.9. As per internal procedure (B)(4) rev 2, the inratio and lab for the both sets are within the confident limits. The product will be investigated.

Event description:
The caller alleged discrepant results when compared with lab results. The results are as follows: date: (B)(6) 2008, inratio: 3.4, lab: 9.0. Date: (B)(6) 2008, 3.9, 5.51.